Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation and atrial flutter, faradrive steerable sheath clear was selected for use. It has been mentioned that the device was prepped per usual, wiped down dilator, flushed sheath and inserted dilator. After transeptal, dilator was taken out and then valve was leaking at rate of 1 drip ever couple seconds. Aspirated and flushed with catheter inside the sheath but it was still leaking out of the proximal end (valve insertion). The slow drip leaking was noted from the proximal end (valve) after removal of dilator and before a mapping catheter was brought up to the heart. Pressure bag was used for the irrigation of sheath. No air was noted in patient. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The device has been received at boston scientific'spost market laboratory where it is awaiting analysis.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation and atrial flutter, faradrive steerable sheath clear was selected for use. It has been mentioned that the device was prepped per usual, wiped down dilator, flushed sheath and inserted dilator. After transeptal, dilator was taken out and then valve was leaking at rate of 1 drip ever couple seconds. Aspirated and flushed with catheter inside the sheath but it was still leaking out of the proximal end (valve insertion). The slow drip leaking was noted from the proximal end (valve) after removal of dilator and before a mapping catheter was brought up to the heart. Pressure bag was used for the irrigation of sheath. No air was noted in patient. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The device has been received at boston scientific'spost market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.